Manufacturer narrative:
As reported, xenmatrix surgical graft outer package of the patch was damaged. The physical sample has been received for evaluation. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on 18-apr-2025 when the xenmatrix surgical graft was opened it was found that the outer package of the patch was damaged. There was no patient injury.

Event description:
As reported, on (B)(6) 2025 when the xenmatrix surgical graft was opened it was found that the outer package of the patch was damaged. There was no patient injury.

Manufacturer narrative:
As reported, xenmatrix surgical graft outer package of the patch was damaged. The physical sample has been received for evaluation. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units. Addendum: this is an addendum to the initial MDR submitted to document the results of device evaluation. Visual examination of the returned sample revealed a small tear/hole present on the backside of the foil pouch. There was no corresponding damage to the carton. This suggests that the pouch was most likely damaged while outside of the carton. Evaluation found the condition did not yield a sterile barrier breach as the condition was limited to the foil pouch, the graft device is contained within an inner sterile pouch which was not damaged. Based on the evaluation of the received sample condition and the device history record assessment, it is possible that the reported condition occurred after the product had completed the manufacturing activities. The investigation could not confirm an exact reason, as multiple control points within the xenmatrix manufacturing process that are capable of detecting sealing discrepancies of the type reported during production. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Corrected field: h4. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.